Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed the delivery accuracy test at 0.08740 inches. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Pump passed self test no audio/vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, audio anomaly and under delivery. The customer¿s blood glucose level was unknown. The customer was treated with food (two units for sandwich). The customer reported that the insulin when blousing, buttons were difficult to push and not receiving low reservoir warning. It was reported that the insulin pump went down and would not get a low reservoir warning most of the time had enough insulin and sometimes doesn¿t. The customer declined troubleshooting for low blood glucose and absence of alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.